Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that there was fluid within the tube of the device. During unpacking, an advantage balloon catheter inflation device was noted to have fluid within the tube. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device observed an excess of silicone in the barrel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that there was fluid within the tube of the device. During unpacking, an advantage balloon catheter inflation device was noted to have fluid within the tube. No patient complications were reported.